Event description:
A malfunction alarm with code "malf 0" was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs.